Event description:
Razorcut blade used for shaving meniscus. Metal flecks noted on screen and high pitch sound from machine. A second shaver used with the same result noted. Knee was flushed with 3000cc of saline.